Event description:
It was reported that the patient had high impedance. X-rays were performed and a lead fracture was visualized. The x-rays have not been reviewed by the manufacturer to date. The patient went to the ER due to status epilepticus. The patient underwent lead revision surgery. The explanted lead was discarded during surgery. The operating room support specialist was not able to confirm if lead pin reinsertion was attempted prior to lead revision surgery. No additional relevant information has been received to date.